Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Occupation: lawyer.

Event description:
Medical records received ad (B)(6) 2021 were reviewed. On (B)(6) 2017, the patient had a right total knee arthroplasty to address severe osteoarthritis with varus deformity. Depuy components, including depuy patella, and competitor cement x2, were used during this procedure. On (B)(6) 2020, the patient had a revision of right total knee arthroplasty to address mechanical loosening. During the procedure the surgeon observed that the tibial component (tray) was grossly loose, at the implant/cement interface and synovitis. The patella and femoral component were noted to be well-fixed. The insert and femoral component were revised with no direct allegation of deficiency. The patella remained in-situ. Competitor components, including competitor cement were used during this procedure. Doi: (B)(6) 2017, dor: (B)(6)2020, (right knee).